Event description:
A malfunction was reported, characterized by a malfunction code labeled as "malf 9". The incident led to an increase in the customer¿s blood glucose level, which exceeded 500 mg/dl (27.7 mmol/l). In response to the high blood glucose level, the customer administered a correction injection via manual daily injections (mdi). Technical support provided pump reset instructions and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report back if the malfunction code appeared again, an instruction which the customer acknowledged and understood.